Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose level was 164 mg/dl. The customer reported that the back, center and up buttons were not responding. The customer stated that the scroll bar was moving just down with no input from the user. Customer stated pressing menu button did not take them to the menu screen. Customer stated using the up arrow did not allow them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the pump was exposed to moisture. Customer stated block mode was inactive. The customer advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly, however device received with corroded electronic assemblies. Device properly tested with displacement test and self test. No button error alarm noted upon testing.